Event description:
Allegedly, the following occurred: after the instrument was inserted inside the trocar and the bag was opened, it broke and detached from the mental ring. No further information available.